Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device internally dumped the energy after charging up to defibrillate the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.